Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an oophoroplasty procedure, the tip broke during manipulation. No parts has been dropped into the patient's cavity. No patient consequence.